Event description:
It was reported that this device was exhibiting premature battery depletion. The battery's longevity decreased by 5 years within approximately two years time, and the power consumption was at 166%. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been gradually increasing; therefore, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery's longevity decreased by 5 years within approximately two years time, and the power consumption was at 166%. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been gradually increasing; therefore, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain additional information, no further information has been provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery's longevity decreased by 5 years within approximately two years time, and the power consumption was at 166%. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been gradually increasing; therefore, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.